Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the that the keypad of the 8015 needed to be replaced. Although requested, no additional information was provided.